Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "cracks found in tubing" after the parental nutrition was initiated. The event occurred medical ICU.

Manufacturer narrative:
The customer¿s report of a crack in the tubing was confirmed. Visual inspection (including microscopic) showed that there was an outward-protruding tear hole on the tubing approximately 18 1/2 inches below the drip chamber, measuring approximately 0.02 inches long. Functional and pressure testing confirmed leaking from the damaged area. The root cause of the tubing damage could not be identified.